Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon deployment of the sensor, the sensor wire was hanging off the introducer needle and did not insert. At the time of contact, the patient did not report any injury or medical intervention.